Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc failure. The customer reported there was no patient involvement. Evaluation pending.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that prior to patient use, the v60 ventilator went into a ventilator inoperative (vent in-op) status. There was no patient and/or user harm.

Event description:
The manufacturers service engineer replaced the data acquisition pcb board to address the reported problem.

Manufacturer narrative:
Evaluation pending

Manufacturer narrative:
Supplemental report